Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that patient was treated for a tavi placement through the right femoral route, during arterial closure, there was a malfunction of the angio-seal device. The issues were during deployment. Realization of a manual compression. Not of consequence but there was a risk of hemorrhage.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide addonitial information for a correction. Terumo tmc performed a maude search on (B)(6) 2021. A report was found and was confirmed to be for MDR 3013394970-2021-00074. However, the report number listed on the maude report was report number 0001118880-2021-00074. The report number should be 30133949870-2021-00074. A copy of the report from the maude database has been attached.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed as the sample was not returned for evaluation. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 4 to update section h3 and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with hemostasis sheath. No other accessory components were returned. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted. Then the device was subjected to functional testing. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture broke upon pulling and full testing was unable to be completed. Based on the evaluation performed, the complaint could be confirmed for the failure mode of non-deployment pullout since the position of anchor and collagen were consistent with non-deployment. The likely root causes for this issue may include the device sleeve not being positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. Functional testing was not completed since the suture broke upon pulling. It is likely that the device was exposed to high temperatures while shipping back. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).